Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 13aug2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported failing system leak test and air flow delivery issue. The manufacturer¿s field service engineer (fse) confirms the damage to internal leak port orifice, physical damage to the rear bezel, and top cover. The rear bezel, filters, and other physical damage were replaced. After replacements, the full performance verification test passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported failed system leak test. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed system leak test. It is unknown if there was patient involvement, but no one was harmed.